Event description:
Complaint reference (B)(4) according to the complaint, on march 7th, the abl90 flex plus analyzer (serial number (B)(6) reported a false high result for cthb of 139 g/l. The sample was measured on a sysmex analyzer with a result of 72 g/l. A new collection was rerun on an abl800 and measured 101g/l. All qc and calibrations were in range and there was no issue with any instrument.